Event description:
It was reported that all tank tubing was expanded and requires replacement on the arctic sun device. The power modular and cca card would be replaced due to an electrical overstress.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that all tank tubing was expanded and requires replacement on the arctic sun device. The power modular and cca card would be replaced due to an electrical overstress.